Event description:
It was reported that the shock impedance was less than 30 ohms. The impedance was 50 ohms at implant. Technical services advised to check the impedances on latitude. There were no adverse patient effects.